Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer h3: analysis of the 97745 recharger (ptm) (s/n (B)(6)) revealed broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported the controller was not charging and the issue began the last few weeks. Implant was able to recharge at excellent but the controller stayed at 30%. During the call there were no damages on the ac power, controller charging port, battery compartment and battery pack. Patient removed the battery and plugged the ac power. Agent placed patient on a hold and when agent got back the controller was still unresponsive and did not power on. Green light displayed on the ac power. Patient misunderstood agent and patient inserted the battery; patient got recharge the controller. Agent sent email to replace the controller. The patient called back and reported that she received the controller but realized on thursday or friday last week that the ac power cord is damaged and the new controller is not responding when connected. Sent request to repair team for the ac power cord.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.